Manufacturer narrative:
H.6. Investigation summary: a failure for mis-identification was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6). The customer reported that staph. Aureus was identified as staph. Epidermidis. A field service engineer (fse) was dispatched to troubleshoot the instrument. The fse reviewed the customer workflow, changed out the customer nephelometers and replaced the light source board. No instrument errors were noted. The root cause of the failure is unknown, this is a confirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results are within statistical control for the month of april 2023. The upper control limit was not breached. See h.10.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system that there was misidentification. The following information was provided by the initial reporter: customer reports that phoenix misidentified staphylococcus aureus with staphylococccus epidermidis.

Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility, short incubation. Initial reporter e-mail: (B)(6). Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system that there was misidentification. The following information was provided by the initial reporter: customer reports that phoenix misidentified staphylococcus aureus with staphylococccus epidermidis.